Event description:
Pt for ect (electro-shock) treatment. Sedated, vss. Electrodes in place (right and left temple) with good impedance. When machine was started, smoke was noted coming from around left temporal electrode. Machine was immediately turned off. Some temporal hair noted to be burned. Skin intact. Ect done with other electrodes. No evidence of injury. Pt recovered.